Event description:
The initial reporter stated that they had an issue with air bubbles in the administration set. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint, and that they had no further information about the complaint. [(B)(4).]

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation the filter was cracked and appeared to have been tampered with. Because of this, the investigation could not be completed.

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air bubbles in the administration set. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint, and that they had no further information about the complaint. (B)(4).